Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an admiral extreme percutaneous transluminal angioplasty balloon catheter was defective. The device packaging was intact before use. No visible issues are noted. The expiry date was checked. The admiral extreme was used for fistuloplasty with successful inflation after prepping according to the IFU. An appropriate sheath size was used. It was reported that the admiral extreme balloon did not deflate completely even after radiographic confirmation of deflation and did not come out of the sheath. Physician had to remove the sheath and balloon together over the wire. However, the procedure was uneventful. No immediate complications. No patient complications have been reported as a result of this event.